Manufacturer narrative:
(B)(4)

Event description:
A hematoma occurred at the femoral puncture site after leaving the procedure room, following deployment of an 8f angio-seal vip vascular closure device. It is unknown how the hematoma was resolved. It was reported the patient was re-hospitalized due to this event.

Manufacturer narrative:
The results of this investigation concluded the sheath tubing had been kinked; the carrier tube assembly was not returned for evaluation. Damage was noted to the hemostasis cap consistent with prior insertion/locking of the sleeve into the cap and subsequent forcible extraction. The bypass tube had been inserted into the hemostasis sheath. The overall device condition was inconsistent with the complaint description. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported event remains unknown. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.